Event description:
The customer stated that she had been receiving low blood glucose readings. She stated that her most recent reading had been 9.9 mmol/l. It was verified the meter was set in mmol/l, and it was explained to the customer. She had not adjusted her medication or diet or alleged any adverse events as result of the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.